Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got an occasional jolt that caused their head to look up. It happened more often while they were re charging, but it also occurred randomly. They said there were no tingling or shocking sensations at the ins site or along the wires. Impedance checks were performed, but there were no impedance issues. The patient went to neurosurgery clinic and had the impedances checked. The issue wasn¿t resolved at the time of the report. Additional information was received from the rep: it was reported that the patient was implanted bilaterally for depression and both sides were set at 10.5v, both programmed monopolar. The patient needed to charge multiple times per day. The patient was getting good therapy for their depression, but they couldn¿t even be turned off for a minute. The caller said the patient reported shocking that had been happening for years, intermittently. It mostly happened while charging, but not always. The shocking felt like it was in the jaw and jolted their head upwards. Impedances were fine. It was reviewed to have the hcp obtain imaging to see if the cause could be known. They would speak with the hcp to learn about the next steps.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller states that the patient can't tell which side the shocking is happening on.